Event description:
It was reported the patient experienced a loss of therapeutic effect. It was stated the implantable neurostimulator (ins) did not work for the patient. It was noted they were unable to get it programmed to where it helped them. The ins and all related components were removed in 2011. Additional information has been requested, a follow up report will be sent if additional information is received.

Manufacturer narrative:
Product ID 377760, lot # j0555078v, implanted: (B)(6) 2006, product type lead; product ID 377760, lot # j0555078v, implanted: (B)(6) 2006, product type lead; product ID 37752, serial # (B)(4), implanted: (B)(6) 2006, product type recharger; product ID 37742, serial # (B)(4), implanted: (B)(6) 2008, product type programmer. (B)(4).

Event description:
Additional information received from the health care provider reported that it was unclear what the course of explant was because it was not done through their practice. The patient was last seen on (B)(6)-2011 for programming. The status of the explant was unclear. No further information was provided.